Event description:
It was reported that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received the device was with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal settings indicated normal functionality with battery voltage above eri. Further battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. The device triggered a false eri alert post-explant which is consistent with exposure to cold temperature. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. No anomalies were found.